Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd insyte¿ autoguard¿ shielded IV catheters were missing label information. The following information was provided by the initial reporter: "no information printed on the label".

Event description:
It was reported 5 bd insyte¿ autoguard¿ shielded IV catheters were missing label information. The following information was provided by the initial reporter: "no information printed on the label."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received five sealed 20g units for investigation. Additionally, one photo was received for investigation. A gross visual inspection found that the product label on each unit was missing the printed information. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the printing and packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.